Event description:
#1218950-2010-xxxxx[xxxxxx report for xxxxxx].

Manufacturer narrative:
(B)(4): the customer reported that the device failed to discharge. The unit was evaluated by philips. The power pca was replaced to resolve this issue.